Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and found a damaged collect in the reported problem area of the pipette assembly. Replace tip clamp , tip clamp sleeve and compression spring to correct the problem. The instrument was cleaned, tested without further problem, and was returned to expected operation.